Manufacturer narrative:
B3 - date of event: (B)(6) 2023 should be added to the initial MDR. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -11.0/1.0/074 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).